Manufacturer narrative:
(B)(6). The investigation consisted of review of submitted data, review of product historical data, and product labeling. Review of product historical data for any trends and all customer complaints received for this issue did not identify any adverse trends or abnormal complaint activity. Review of the submitted data showed that the test results suggested there was a clog or obstruction along the wbc optical flow cell path. Obstruction in the flow path prevents sample from getting into the wbc mixing cup and/or into the wbc flow cell; therefore, no cells are counted and the test results are either extremely low, zero, or blank, as shown in this complaint incidents. The submitted data showed the wbc and wbc differential results required further verification per the cell-dyn sapphire operator's manual before being reported out of the laboratory. The clog and/or obstruction in the flow pathway of the instrument was resolved by flushing the wbc flow pathway and replacing parts, namely, aspiration needle and clot detector tubing assembly. No further patient results were reported or impacted. Based on the evaluation, a product deficiency related to the complaint event was not identified for the cell-dyn sapphire instrument.

Manufacturer narrative:
(B)(6). An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated falsely depressed wbc with no invalid flagging but depressed differential on 5 patients processed on the cell-dyn sapphire. The samples were repeated with higher expected results. No impact to patient management was reported. Data provided: (B)(6).